Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during fill tubing. Blood glucose level at the time of the incident was 51 mg/dl. During troubleshooting, the customer was unable to get insulin to exit the tubing. The customer was advised to perform a set change, but stated that she did not have another set available. The reservoir was replaced and returned for analysis.